Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The explanted parts were metallurgically analyzed. No material defects of manufacturing inconsistencies were identified. The failures was due to excessive loading of the screws in excess of their fatigue limit, secondary to the patient falling. This is a known complication of this procedure and is cautioned in the product insert.

Event description:
Two s-1 pedicle screw fractured at 10 weeks post-operatively. Revision surgery was performed to remove and replace specific screws. The other components of the construct was left implanted in patient. The explanted parts have been returned and are available for analysis.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the screw fracturing was due to loading in excess of the fatigue limit, secondary to the patient falling. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged pedicle screw fracture concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. Upon review of all k2m inc.'s. MDR records, it was discovered that this report was not entered in the maude database and is thereby being re-submitted.

Event description:
It was reported to k2m, inc on (B)(6) 2010 that a revision surgery took place in which two polyaxial screws were removed. The patient reportedly had two polyaxial screws fracture approximately 10 weeks post-op. Revision surgery took place on (B)(6) 2010.